Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
It was reported that the device's threading was stripped, which would not allow it to hold position. No known patient involvement or procedural delays were reported with this event.

Event description:
It was reported that the device's threading was stripped, which would not allow it to hold position. No known patient involvement or procedural delays were reported with this event.